Manufacturer narrative:
This reportable event was identified during a review of complaint files from the time period between (B)(6) 2017 through (B)(6) 2019. No physical or visual evaluation could be performed; complainant did not take pictures and did not keep the sample for return.

Event description:
The description report to rep initially via email on (B)(6) 2019: "we had bag tear resulting in open appendectomy to retrieve the bag and specimen." More detailed description reported to rep via email (B)(6) 2019: "the bag ripped off the ring while removing the appendix and fell into the abdomen. The surgeon was required to open and retrieve the product and specimen. It was the 10mm, 240ml, ref #(B)(4), lot # j3024-a expiring 10-15-2020."